Event description:
The caller only wanted to know if we received the donation letter for the insulin pump. Assisted the caller. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to perform the basic occlusion, occlusion or excessive no delivery tests due to the prime/fill anomaly. All operating currents were within the specifications. No unexpected low battery or off no power alarms were noted. The insulin pump passed the alarm test.